Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing history anomaly. Customer reported that data on insulin pump is different from that in carelink pro. It was reported that the time was changing differently every hour. Customer was also not able to upload to carelink. Customer was advised that insulin pump would need to be replaced.